Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels above 500 mg/dl with low ketone levels. The customer alleged that it was a pump issue; however, specific cause was not provided. Bg was addressed via completing supply changes. Reportedly, the customer continued to use the pump for insulin therapy.